Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the instrument was discovered to be cracked within a bin in a warehouse.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection confirms that the item is cracked the device (was manufactured on sep, 2012 and was in the field for approximately 3 years and 9 months was used an unknown number of times. The device is used for treatment. As the device was used in the field for an extended period of time and was returned measuring to print specifications, it is believed that the device left zimmer biomet control conforming. Therefore the root cause can be said to be wear and tear from use.